Event description:
International affiliate reports that the suture broke four days post abdominal hysterectomy. Pt was returned to surgery for wound closure and surgical repair. Current status of the pt is not known.